Manufacturer narrative:
(B)(4). The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities and intercourse, urinary tract infections, as well as vaginal bleeding and reoccurring stress incontinence. Portion of mesh removed (B)(6) 2017 due to bleeding and mesh erosion. Portion of mesh removed on (B)(6) 2017 due to perineal irritation. Portion of mesh removed (B)(6) 2020 due to mesh exposure. Suffers vaginal prolapse, urinary incontinence, physical deformity and the loss of the ability to perform sexually.